Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(6); batch: 18130337.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently. The patient underwent ipg replacement procedure. It was also noted that the spinal cord stimulation (scs) paddle lead was replaced due to an unknown reason. The patient was doing well postoperatively. All explanted device components were not released by the facility and will not be returned.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently. The patient underwent ipg replacement procedure. It was also noted that the spinal cord stimulation (scs) paddle lead was replaced due to an unknown reason. The patient was doing well postoperatively. All explanted device components were not released by the facility and will not be returned. Additional information was received stating that there was a high impedance on the paddle lead, so physician decided to replace the paddle for magnetic resonance imaging (MRI) purposes.